Event description:
Doctor was attempting to perform a uterine ablation on this patient. The device was inserted into the patient. The holigic rep was consulted when the cavity assessment portion of the procedure would not pass, which is necessary to proceed. It was suggested by the company rep to open another disposable device. This was done and the procedure was completed. No injury occurred. Manufacturer response for novasure, novasure (per site reporter): rep suggested using another novasure.